Event description:
Safety glide syringe had a brown discoloration on the cap rim, no other issues with the other syringes, syringe on charge desk saved. Mailed on fedex trk# [redacted]. Manufacturer response for safety glide needle, safety glide needle (per site reporter). Emailed bd rep [redacted].